Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Performed visual inspection on sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving lower readings from her adc freestyle libre sensor than readings received from the built-in meter. Customer further reported that on (B)(6) 2018 (customer was unsure of the date) she received a ¿lo¿ (a reading less than 40 mg/dl) on her sensor. At the time when the reading was obtained she ¿had thirst and nausea¿ and was urinating a lot. Customer¿s son took her to a hospital where a hospital result of 190 mg/dl was received on a hospital meter at 14:58. A sensor scan result of 70 mg/dl was received at 12:37. Customer was diagnosed with hyperglycemia and treated with an unspecified amount of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving lower readings from her adc freestyle libre sensor than readings received from the built-in meter. Customer further reported that on (B)(6) 2018 (customer was unsure of the date) she received a ¿lo¿ (a reading less than 40 mg/dl) on her sensor. At the time when the reading was obtained she ¿had thirst and nausea¿ and was urinating a lot. Customer¿s son took her to a hospital where a hospital result of 190 mg/dl was received on a hospital meter at 14:58. A sensor scan result of 70 mg/dl was received at 12:37. Customer was diagnosed with hyperglycemia and treated with an unspecified amount of insulin. There was no report of death or permanent injury associated with this event.